Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 ra lead implanted 2009 (B)(6); 694765 rv lead implanted 2009 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a high pacing threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.